Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. The evaluations and testing was done and verified the problem of not showing start infusion menu. This was isolated to failed pressure sensor test. The dso ( downstream occlusion sensor) was defective due to it be shattered. Device overall condition was good. Device went on and passed all testing.

Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch form pump not showing the start infusion menu. No patient adverse events reported.

Event description:
Customer follow up with additional information summarized in h -10.

Manufacturer narrative:
Additional information revealed ms3 pump not showing start infusion menu occurred before infusion. Reported a 67 year old female with dob (B)(6) 1952 sustained no injuries. The pump infuses life sustaining medication for pulmonary arterial hypertension. Date of the event occurred on (B)(6) 2019.